Event description:
Event description guidant received information that the patient with this atrial lead had an impedance measurement that triggered the lead safety switch and there is noise on the atrial channel. Daily measurements show impedance ranging from 500-1200 ohms. In addition, there are inappropriately stored atrial tachycardia response episodes in the arrhythmia logbook. Technical services explained how to reset the lead safety switch and had the field representative test the lead. There were no adverse patient effects.